Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("heavy, menstrual cycle that would last for 15 days / abnormal bleeding (menorrhagia)") and seizure ("seizures start to act up / worse seizures") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), arthralgia ("joint pain"), fatigue ("fatigue,"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), depression ("depression") and dysfunctional uterine bleeding ("dysfunctional bleeding disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, seizure, abdominal pain, vaginal haemorrhage, dysmenorrhoea, migraine, arthralgia, fatigue, feeling abnormal, fibromyalgia, depression and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, menorrhagia, migraine, pelvic pain, seizure and vaginal haemorrhage to be related to essure. The reporter commented: she was reported that fibromyalgia was causing all issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: patient demographic and events (abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dysfunctional bleeding disorder were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('heavy, menstrual cycle that would last for 15 days / abnormal bleeding (menorrhagia)') and seizure ('seizures start to act up / worse seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, chest pain, rosacea and dyspareunia. Concurrent conditions included drug allergy (compazine [prochlorperazine edisylate], reglan [metoclopramide]], vicodin [hydrocodone-acetaminophen)). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), arthralgia ("joint pain"), fatigue ("fatigue,"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), depression ("depression") and dysfunctional uterine bleeding ("dysfunctional bleeding disorder"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, seizure, vaginal haemorrhage, dysmenorrhoea, migraine, arthralgia, fatigue, feeling abnormal, fibromyalgia, depression and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, menorrhagia, migraine, pelvic pain, seizure and vaginal haemorrhage to be related to essure. The reporter commented: she was reported that fibromyalgia was causing all issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2011: 1. Non occluded fallopian tubes post essure placement. The findings of tubal patency were discussed directly with the patient and she stated that she will continue to take her oral contraceptives medications; on (B)(6) 2011: non occluded fallopian tubes; on (B)(6) 2012: occluded fallopian tubes status post essure placement.; on (B)(6) 2012: the tubes are blocked. Pathology test - on (B)(6) 2012: received in a single container labeled (B)(6) " and ''cervix, uterus, bilateral fallopian tubes with essure device" is a 66-g, 6.8 x 3.2 x 3-cm uterus with attached left and right fimbriated fallopian tube. The serosa is pink-purple and smooth. The ecto cervix is pink-purple and measures 3.0 x 2.9 cm with a 0.3-cm es. The endo cervix measures 2 cm in length and is lined by tan-red tissue. The endo metriurn measures 3 x 0.7 cm with signs of previous ablation. The rnyometrium is tan-pink with an average thickness of 1.2 cm. Within the posterior rnyornetrium is a 2.3-cm area of subserosal hemorrhage. The left fimbriated fallopian tube measures 7.3 cm in length x 0.5 cm in diameter. At the fimbriated end is an intact para tubal cyst measuring 0.4 cm. A coiled metal wire, consistent with essure device is present within the isthmus region of the fallopian tube. Sectioning reveals a stellate lumen. The right firnbriated fallopian tube measures 8 cm in length x 0.6 cm in diameter. Sectioning reveals a stellate lumen. A coiled metal wire is identified within the isthmus region of the tube, consistent with essure device. Representative sections are submitted as labeled: al-anterior cervix; a2-posterior cervix; a3-anterior endomyometrium; a4-posterior endomyonnetrium; a5-left fallopian tube, to include entire fimbriated end and intact paratubal cyst, a6-right fallopian tube, to include entire fimbriated end.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('heavy, menstrual cycle that would last for 15 days / abnormal bleeding (menorrhagia)') and seizure ('seizures start to act up / worse seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, chest pain, rosacea and dyspareunia. Concurrent conditions included drug allergy (compazine [prochlorperazine edisylate], reglan [metoclopramide]], vicodin [hydrocodone-acetaminophen)). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), arthralgia ("joint pain"), fatigue ("fatigue,"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), depression ("depression") and dysfunctional uterine bleeding ("dysfunctional bleeding disorder"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, seizure, vaginal haemorrhage, dysmenorrhoea, migraine, arthralgia, fatigue, feeling abnormal, fibromyalgia, depression and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, menorrhagia, migraine, pelvic pain, seizure and vaginal haemorrhage to be related to essure. The reporter commented: she was reported that fibromyalgia was causing all issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1. Non occluded fallopian tubes post essure placement. The findings of tubal patency were discussed directly with the patient and she stated that she will continue to take her oral contraceptives medications; on (B)(6) 2011: non occluded fallopian tubes; on (B)(6) 2012: occluded fallopian tubes status post essure placement.; on (B)(6) 2012: the tubes are blocked. Pathology test - on (B)(6) 2012: received in a single container labeled "(B)(6)" and ''cervix, uterus, bilateral fallopian tubes with essure device" is a 66-g, 6.8 x 3.2 x 3-cm uterus with attached left and right fimbriated fallopian tube. The serosa is pink-purple and smooth. The ecto cervix is pink-purple and measures 3.0 x 2.9 cm with a 0.3-cm es. The endo cervix measures 2 cm in length and is lined by tan-red tissue. The endo metriurn measures 3 x 0.7 cm with signs of previous ablation. The rnyometrium is tan-pink with an average thickness of 1.2 cm. Within the posterior rnyornetrium is a 2.3-cm area of subserosal hemorrhage. The left fimbriated fallopian tube measures 7.3 cm in length x 0.5 cm in diameter. At the fimbriated end is an intact para tubal cyst measuring 0.4 cm. A coiled metal wire, consistent with essure device is present within the isthmus region of the fallopian tube. Sectioning reveals a stellate lumen. The right firnbriated fallopian tube measures 8 cm in length x 0.6 cm in diameter. Sectioning reveals a stellate lumen. A coiled metal wire is identified within the isthmus region of the tube, consistent with essure device. Representative sections are submitted as labeled: al-anterior cervix; a2-posterior cervix; a3-anterior endomyometrium; a4-posterior endomyonnetrium; a5-left fallopian tube, to include entire fimbriated end and intact paratubal cyst, a6-right fallopian tube, to include entire fimbriated end. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: event outcome of pelvic pain and abdominal pain were updated as recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('heavy, menstrual cycle that would last for 15 days / abnormal bleeding (menorrhagia)') and seizure ('seizures start to act up / worse seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, chest pain, rosacea and dyspareunia. Concurrent conditions included drug allergy (compazine [prochlorperazine edisylate], reglan [metoclopramide]], vicodin [hydrocodone-acetaminophen)). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), arthralgia ("joint pain"), fatigue ("fatigue,"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), depression ("depression") and dysfunctional uterine bleeding ("dysfunctional bleeding disorder"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, seizure, abdominal pain, vaginal haemorrhage, dysmenorrhoea, migraine, arthralgia, fatigue, feeling abnormal, fibromyalgia, depression and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, menorrhagia, migraine, pelvic pain, seizure and vaginal haemorrhage to be related to essure. The reporter commented: she was reported that fibromyalgia was causing all issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1. Non occluded fallopian tubes post essure placement. The findings of tubal patency were discussed directly with the patient and she stated that she will continue to take her oral contraceptives medications; on (B)(6) 2012: occluded fallopian tubes status post essure placement.. Pathology test - on (B)(6) 2012: received in a single container labeled ''(B)(6)" and ''cervix, uterus, bilateral fallopian tubes with essure device" is a 66-g, 6.8 x 3.2 x 3-cm uterus with attached left and right fimbriated fallopian tube. The serosa is pink-purple and smooth. The ecto cervix is pink-purple and measures 3.0 x 2.9 cm with a 0.3-cm es. The endo cervix measures 2 cm in length and is lined by tan-red tissue. The endo metriurn measures 3 x 0.7 cm with signs of previous ablation. The rnyometrium is tan-pink with an average thickness of 1.2 cm. Within the posterior rnyometrium is a 2.3-cm area of subserosal hemorrhage. The left fimbriated fallopian tube measures 7.3 cm in length x 0.5 cm in diameter. At the fimbriated end is an intact para tubal cyst measuring 0.4 cm. A coiled metal wire, consistent with essure device is present within the isthmus region of the fallopian tube. Sectioning reveals a stellate lumen. The right fimbriated fallopian tube measures 8 cm in length x 0.6 cm in diameter. Sectioning reveals a stellate lumen. A coiled metal wire is identified within the isthmus region of the tube, consistent with essure device. Representative sections are submitted as labeled: al-anterior cervix; a2-posterior cervix; a3-anterior endomyometrium; a4-posterior endomyometrium; a5-left fallopian tube, to include entire fimbriated end and intact paratubal cyst, a6-right fallopian tube, to include entire fimbriated end.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1626) on 21-oct-2015. The most recent information was received on 03-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and seizure ("seizures start to act up / worse seizures") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), migraine ("migraines"), arthralgia ("joint pain"), fatigue ("fatigue,"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), depression ("depression"), menorrhagia ("heavy, menstrual cycle that would last for 15 days.") And abdominal pain ("cramping"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, seizure, migraine, arthralgia, fatigue, feeling abnormal, fibromyalgia, depression, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, fatigue, feeling abnormal, fibromyalgia, menorrhagia, migraine, pelvic pain and seizure to be related to essure. The reporter commented: she was reported that fibromyalgia was causing all issues. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2017: follow up received via summon: reporter information was updated. Event: depression, and pain was added. Event outcome was unknown. Essure implantation and removal date (she underwent surgery to remove essure) was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.